Manufacturer narrative:
The lot was manufactured february 27, 2018 ¿ february 28, 2018. The device was returned for evaluation containing approximately 80 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a small volume intermate was leaking. This device had been filled with 80 ml 0.9% sodium chloride solution. This occurred before patient use. There was no patient involvement. No additional information is available.